Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutter failed the test cut with an incomplete cut. However, as replacement is required to fully repair the cutters, the cutter was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00655-1 0001526350-2023-00650-1 0001526350-2023-00651-1 0001526350-2023-00653-1.

Event description:
There is no additional information available.

Event description:
It was reported that during evaluation the cutter failed the test cut with an incomplete cut. There was no patient involvement. Due diligence is complete, and there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00650, 0001526350-2023-00651, 0001526350-2023-00653, 0001526350-2023-00655.